Event description:
The pt died of a hemorrhagic stroke. The relationship of the death to the deep brain stimulation system was unk. Please see MFR report # 3004209178201000231. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.